Event description:
It was reported that the patient went to the hospital after receiving an appropriate shock. The device was interrogated and high voltage lead impedance was higher than the acceptable range. The device was reprogrammed to a different high voltage vector which also showed high out of range high voltage lead impedance. Appropriate therapy was again administered to the patient but a therapy of lower energy than that was programmed was delivered. Although the therapy converted the patient there was concern regarding this output anomaly. The lead was capped and replaced due to these issues. The patient is well post-procedure.

Manufacturer narrative:
(B)(4).